Event description:
The physician reports that a patient underwent cataract surgery with implantation of the crystalens hd in the right eye. One-day postoperatively, the lens vaulted anteriorly with resulting myopia and no accommodation. Preoperatively, the patient's bcva was 20/25-3, mrse: plano + 0.50 x 119. The immediate postoperative bcva improved to 20/20, however, the mrse changed to -1.50 + 0.50 x 040. Intervention was performed to reposition the lens, however this did not resolve the issue. The lens was then explanted and replaced with the same lens model and diopter. Currently, the patient has mild corneal edema, however the patient's mrse has improved to plano + 0.50 x 0.30. The patient's prognosis is good, the physician expects the edema to clear with topical treatment (bss & steroids).

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.